Manufacturer narrative:
P/n# ttns3.00e4-1200. Lot# 102117 s/n# (B)(4) was received and evaluated. On (B)(6) "2019" at 1:9:2 am tip was used for 1200 treatments. Tip passed flow, leak, visual (no dents, scratches, blemishes, dielectric breakdown, or tears seen), thermistor testing. No functional test was performed due to e234 (no reps remaining). System log reviewed: system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. There are no further actions to be taken.

Event description:
The user facility reported a burn on a patients left middle face and neck the day of thermage treatment. The patient was under propoful anesthesia. Hifu skin lifting and lipodissolve was also performed on the same area. The highest energy level was at 3-4.5 when the incident occurred. The treatment tip was re-inspected during the treatment and the area affected was inspected before and during treatment. Coupling fluid is from solta medical; however, it is unknown how much coupling fluid was used during treatment.

Manufacturer narrative:
Corrected data: manufacturer name, city and state. Additional data: manufacture date. The system datacard and treatment tip were returned for evaluation. No cryogen can was returned. Evaluation of the treatment tip found no issues and all reps used. Evaluation of the datacard showed the following errors occurred during treatment: errors recorded during this treatment: qty - error ID ¿ description - percent of reps, 9 ¿ 76 ¿ tip lifted/tilted during rf on ¿ 0.75%, 1 ¿ 112 ¿ rf delivery efficiency error (phase) ¿ 0.083%, 1 ¿ 125 ¿ tuning hw ¿ 0.083%, 26 ¿ 128 ¿ over force during rf on ¿ 2.166%, 5 ¿ 132 ¿ underforce during post cool ¿ 0.416%, 1 ¿ 133 ¿ underforce during rewarm ¿ 0.083%, 4 ¿ 138 ¿ temperature limit exceeded ¿ 0.333%, 5 ¿ 139 - armed state cooling error ¿ 0.416%, 28 ¿ 310 - st- tip temp too warm ¿ 2.333%. Warning: failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. Warning: the treated area is at or above 40 degrees c. Failure to slow treatment speed and/or continuing to treat the same treatment area consecutively can result in unsafe condition. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual (p009240-04 rev. A) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. Thermage procedures have been performed using several different types of anesthesia including topical and oral preparations as a means of pain management. Based on customer feedback and internal studies, solta recommends that patient feedback regarding their perception of heat or discomfort during the procedure is essential input to guide the operator in determining safe and effective treatment levels. A review of the manufacturing records showed all requirements were met. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Datacard showed user technique issues occurred that could have harmed the patient. There is no information if the combination of hifu skin lifting, lipodissolve and thermage could lead to patient injury. The patient was reportedly administered propofol prior to treatment. Solta recommends that patient feedback regarding their perception of heat or discomfort during the procedure is essential input to guide the operator in determining safe and effective treatment levels. Based on available information, the user did not conduct this treatment in a safe manner as the patient was not able to provide feedback due to sedation.